Event description:
During right knee scope, extravasation of the knee was reported. The pump was changed to complete. Surgeon attempted to draw the fluid out with a needle. Patient developed a staph infection and returned 2 weeks post op in 2006 for a debridement. This device is used for treatment.

Manufacturer narrative:
Investigation has been initiated, but not yet completed. A follow up report will be submitted upon completion.